Manufacturer narrative:
Model number/catalog number: sc-1160, (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a cerebrospinal fluid (csf) leak. It was noted that the incisions were leaking clear fluid. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively.